Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient had a return of symptoms about one month prior to the report. There were no falls or trauma related to the complaint. The patient did have a hip replacement surgery about 1.5 months ago and physical therapy afterwards. It was stated that the patient had not seen their doctor for 6-8 months, but they had an appointment scheduled for (B)(6) 2012. Two days later it was reported that the patient had concerns about the loss of therapy. It was also stated that the loss of therapy began 6 weeks prior to report. It was not clear if the patient's symptoms return one month or 6 weeks prior to report. The patient stated that he had used the bathroom 7 times already that day. One day later it was reported that the implantable neurostimulator (ins) was not loose in the pocket. The patient was unable to get telemetry between the programmer and the ins, and he could not adjust stimulation. The patient tried placing the programmer vertically and horizontally over the ins, with out and communication. The patient stated that they had used the bathroom 10 times that day. It was also noted that the ins did work initially after the hip replacement surgery. The patient was going to see their doctor the following day to troubleshoot the problem. Further information has been requested and if received a follow up report will be sent.

Event description:
Additional information stated that the patient had their device explanted about three weeks ago. It was stated that this was the patient's third device and the reason for explant was that the device was "simply not effective." The patient claimed he was "worse off than before" and was still going to the bathroom six times between midnight and 6am.

Event description:
Additional information was received which reported that the cause of the event was the battery depleted normally. The "entire unit" was consequently explanted. There was no patient injury and the patient did not require hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v462947, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).